Event description:
It was reported that the coil was being protruded from the tip of the catheter when the coil was removed. The non stenosed target lesion was located in the moderately tortuous internal iliac artery. An 8mm x 20cm interlock -35 was selected for use. During the procedure, it was noted that the device leads to early detachment in the imaging catheter. Furthermore, when the coil was removed from the patient's body, it was noted that the coil protruded from the tip of the catheter. The procedure was completed with a different device. No patient complications were reported.